Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided/unknown. Device lot number not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the locator abutment fractured in the implant. The fractured pieces were removed.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the locator fractured at the threads. No material or product defect was noted. The complaint is confirmed. A singular cause cannot be determined. The following sections were updated: d4: UDI number is n/a. H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.